Event description:
A physician reported that he swiped the vns magnet on the patient's generator and when he tried to interrogate the patient's device again, the total number of magnet activations was unchanged (at 15 activations). A copy of the physician's flashcard was sent to the manufacturer, but it has not been received to date.